Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. However, performance data was collected from the device and analyzed. Analysis revealed that there was oversensing as there were fifteen ventricular nst (non-sustained tachycardia) less than equal to 210 ms on (B)(6) 2012 in the timeframe between 11:00:56 and 11:25:18. There were also twenty-two vf (ventricular fibrillation) less than equal to 200 ms average v-cycle between (B)(6) 2012 at 18:18:20 and 10:35:14. The ventricular short interval count v-sic equaled 4534 counts, in 0.73 day, between (B)(6) 2012 18:18:15 and (B)(6) 2012 11:54:28. Impedance issues were revealed from the data as there were four patient alerts for out of tolerance subthreshold lead impedance between (B)(6) 2012 02:15:05 and (B)(6) 2012 02:15:03. The daily pace impedance trend data shows an abrupt increase for rv (right ventricular) pace equal to 480 to inf (un-filtered data) ohms peak between (B)(6) 2012. And the programmer data shows one lead integrity alert (B)(6) 2012 18:21:14.

Event description:
It was reported that the patient received thirteen shocks as the right ventricular lead had noise, oversensing, high impedance, and elevated capture thresholds. The lead was capped and replaced. No further patient complications have been reported as a result of this event.